Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. The manufacturer representative reported that they were told by the health care professional (hcp) that the device was explanted approximately 4 weeks ago due to infection. There were no other interventions, troubleshooting, or diagnostics reported. It was reported that the issue had resolved by the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.